Event description:
It was reported by service report that the fowler was damaged and could not be lowered flat. The customer reported that they did not know if there was patient involvement or if there were adverse consequences.

Manufacturer narrative:
Results ¿ fowler drive assembly. Conclusion - the service tech visited the hospital to provide an estimate only; the facility indicated they would do their own repair.